Event description:
Healthcare professional reported "deflation". Healthcare professional reported later "particles in the valve". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening assessed, as fold flaw opening other-technical: not observed, particles in the valve. Additional observations: no other observation observed. No further actions are required, since no manufacturing issue is observed.

Event description:
Healthcare professional reported, "deflation". Healthcare professional, reported later, "particles in the valve". This record is for the right side. Device was explanted.